Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2012 utilizing signature guides where the tibial guide did not fit the patient's bone and the plan for the femoral guide identified the incorrect size. Traditional instrumentation was used to complete the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Supplier's evaluation of event was limited to review of planning and procedures as the device has not been returned to date. It was determined that no root cause could be identified concerning the femoral sizing, however, an under-segmentation of a medial and anterior osteophyte on the tibia could have affected tibial guide registration.